Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set detachment event on (B)(6)2024, (B)(6)2024, (B)(6)2024,(B)(6)2024. The site of detachment was tubing connector. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4